Event description:
First time paclitaxel administration of a total bag administration of 585 ml, titrated up to 195 ml/hr when it was noted there was chemotherapy leakage at the filter cassette site of the ICU medical plum set assumed to be lot #14338132.